Event description:
A low impedance and high threshold were observed. X-ray confirmed perforation. The patient had diaphragmatic stimulation. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.